Event description:
Device 2 of 3. Reference MFR. Report#1627487-2019-01956. Reference MFR. Report#3006705815-2019-00441. It was reported the patient experienced pain, redness, and warmth around the ipg and lead site. Follow-up identified surgical intervention was undertaken wherein the entire system was explanted due to suspected infection. Reportedly, the patient is being referred to a hospitalist as the next course of action.

Event description:
Device 2 of 3. Reference MFR. Report#1627487-2019-01956. Reference MFR. Report#3006705815-2019-00441.

Manufacturer narrative:
Corrected data: explant date.

Event description:
Device 2 of 3: reference MFR. Report#1627487-2019-01956, reference MFR. Report#3006705815-2019-00441.